Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th and 7th distal stent wraps with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and non-tortuous mid lad lesion exhibiting 85% stenosis. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. It was reported that the lesion was pre-dilated with many different balloons. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during delivery but no excessive force was used. It was reported that the device failed to cross the target lesion. A balloon was used to complete the procedure. No patient injury reported the physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Analysis of the returned device showed there was some deformation to the stent.